Event description:
It was reported that the patient with this right atrial (ra) lead had suspected infection. The patient reported a rash under the left arm since the device and lead replacement. There were no additional adverse patient effects reported. The ra lead remains in service.